Event description:
Facility reported that during a greenlight pvp (photoselective vaporization of the prostate) procedure, the laser fired without the footpedal being pressed. The pt received a small burn on the interior bladder wall. A stint was placed for precautionary measures.

Manufacturer narrative:
The facility reported the pt was doing fine. American medical center's customer service engineer visited the site and was unable to duplicate the error the customer experienced. The system footswitch function checked manually and from the computer data and no problems were found with the system. Laser system is in specification. Contact was made with the biomed at the facility and no further information was available at the time. The footswitch was not returned to ams and there have been no further problems reported. Ams is still investigating this event. A follow up medwatch report will be sent if more information is obtained.